Manufacturer narrative:
The device, intended use in treatment, was not returned for evaluation, the reported event could not be confirmed. Therefore, product analysis could not be performed at this time. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during the inspection that the capture was found broken.